Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4/5 and l5/s1 with interbody cages, allograft supplemented with rhbmp-2/acs and posterior instrumenation. Reportedly the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Event description:
It was reported that on (B)(6) 2007 the patient underwent a c3-c7 anterior cervical diskectomy and arthrodesis. It was reported that on (B)(6) 2008 the patient underwent a c3-c7 posterior cervical fusion. It was reported that on (B)(6) 2011, the patient underwent a decompression of l4-l5 and l5-s1, a transforaminal lumbar interbody fusion l4-l5 and l5-s1, the placement of interbody cages, posterior instrumentation l4-l5 and l5-s1, and the grafting with cancellous allograft supplemented with bmp. It was reported that the patient now suffers from chronic pain syndrome, back pain, neck pain, anxiety, and narcotic dependence.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent surgery for spinal stensois and degnerative spondylolisthesis at l4-5 and l5-s1. Reportedly, the patient has experienced ectopic bone growth, chronic pain syndrome, back pain, neck pain, anxiety, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of spinal stenosis and degenerative spondylolisthesis l4-5 and l5-s1 and underwent following procedures : decompression l4-5 and l5-s1 .transforaminal lumbar interbody fusion l4-5 and l5-s1. Placement of interbody cages. Posterior instrumentation l4-5 and l5-s1. Grafting with cancellous allograft supplemented with bone morphogenic protein. Per op-notes, ".. Appropriate size oval cages were packed with bmp sponge and inserted into the interspaces. The remainder was packed with cancellous autograft supplemented with bmp. Next multiaxial globus screws were inserted bilaterally in the pedicles at l4-5 and sl. Precontoured rods were inserted and plugs were placed, compression carried out and final tightening performed. .."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.